Event description:
The attending nurse had primed the blood tubing set using the waste handling option. The blood tubing was still in the waste handling option port when there was an emergency situation with the pt in the next chair. The nurse became briefly distracted by the emergency situation and left the tubing in the waste handling option port for approx. 10-15 sec., sending the pt's blood into the waste handling option and subsequently to drain.